Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed there was debris on the suture. No fraying or broken material. The anchor has been cinched showing it has been deployed in a bone hole. The trigger has been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include rotation of the suture anchor device once seated or incomplete anchor insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use instruments inside the patient, the anchor of the suturefix pulled out of the bone tunnel post-deployment. The procedure was completed with a s+n back-up device. A significant delay was reported, and no patient complications were reported.